Manufacturer narrative:
Image review results: submitted images appear to display foreign material on set screw thread. Update 9/14/2016: product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: idiopathic scoliosis procedure: posterior correction fusion levels implanted: t3-l4 it was reported that during surgery, burr occurred during the insertion of reduction set screw. The set screw was replaced with a new one. Product came in contact with the patient. No patient complications were reported. It is unknown if any fragment remained in the patient.

Manufacturer narrative:
Product analysis: corresponding rmas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product rmas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.